Manufacturer narrative:
A sample device was not received for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged 7 weeks after initial implantation due to a myopic refractive outcome. The lens was exchanged for a toric lens of one diopter more power. Additional information was requested.